Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range right ventricular (rv) shock impedance measurements greater than 200 ohms. Reprogramming was completed and rv shock impedance measurements are within normal limits. A defibrillation threshold test was performed and was successful. The physician reported that they will continue to monitor. This ICD remains in service. No adverse patient effects were reported.